Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following the intraocular lens (iol) implant procedure the patient experienced blurry, distorter vision. The lens was exchanged for another lens model 10 days following the initial procedure. Clinical reason for explant was mentioned as blurry visual acuity. Additional information has been requested but no further information was received.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but three diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.